Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection: investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that three (3) of the four (4) prongs from the recess are broken off, this thus confirming the complaint description. Additionally, the still existing prong is badly damaged with nicks, dents and scratches. Furthermore, the thread flanks on the first 8mm from tip are deformed, most likely from contact to a hard material as a plate. Also at the neck section the thread is badly damaged and deformed, most likely from pliers by explantation. Dimensional inspection: dimensional inspection is not possible, as no lot number got reported and that the relevant features are deformed in a manner which prevents accurate dimensional inspection. Document/specification review: based on the received information a review of the technique guide could be performed, further document/specification review is not possible, as no lot number got reported. Summary: the received condition of the article is concordant with the complaint description and the complaint is confirmed. Based on the received information a review of the technique guide could be performed, further document/specification review is not possible, as no lot number got reported. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during use, and that the damage resulted from excessive and/or lateral pressure on the screw recess. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, 3 of the 4 expansion lamellae on the screw head broke off without force and fell into the operative area. This occurred after reaming the screw channel and during insertion of the cervical spine expansion screw. Recovery of the screw fragments proved difficult due to the particle size, but the fragments were removed. Procedure was completed successfully. This report is for a 4.35mm titanium (ti) cancellous exp head screw. This is report 1 of 1 for (B)(4).